Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they are getting no flow in an arctic sun device. They had a stat available and were in the processing of changing the device out. Flow rate (fr) was settled at 3lpm. They will call back if they have any other questions. Per follow up information received via task on 05feb2026, spoke with charge nurse who denied any devices leaving the unit today for repair. There is currently no crit notes left from the previous day regarding any incidents, and they believe all their devices are currently being used and would check for this device later today.

Event description:
It was reported that the nurse noted they are getting no flow in an arctic sun device. They had a stat available and were in the processing of changing the device out. Flow rate (fr) was settled at 3lpm. They will call back if they have any other questions. Per follow up information received via task on 05feb2026, spoke with charge nurse who denied any devices leaving the unit today for repair. There is currently no crit notes left from the previous day regarding any incidents, and they believe all their devices are currently being used and would check for this device later today.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They had a stat available and were in the processing of changing the device out. Flow rate (fr) was settled at 3lpm. They will call back if they have any other questions. Per follow up information received via task on 05feb2026, spoke with charge nurse who denied any devices leaving the unit today for repair. There is currently no crit notes left from the previous day regarding any incidents, and they believe all their devices are currently being used and would check for this device later today. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.